Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable cardioverter defibrillator (ICD) exhibited an episode of inappropriate shocks due to noise and oversensing on the right ventricular channel. No other information was provided. This device was explanted two years after implant. No further adverse patient effects were reported.